Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a an upgrade procedure the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. It was also reported that during the attempted implant of the replacement ra lead the helix would not extend within the body. The replacement ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.